Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer swap out the blower to verify its operation in another unit. The customer instead removed the blower to ensure there were no foreign objects and reinstalled the blower. The error could not be duplicated. The customer ordered another blower as a preventative measure. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit declared a blower stall alarm. There was no patient involvement.